Event description:
It was reported that the arctic sun device was not passing calibration after they replaced the circulation pump. It was found that the calibration test unit (ctu) was out of calibration since 2011. They would send the calibration test unit (ctu) for calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not passing calibration after they replaced the circulation pump. It was found that the calibration test unit (ctu) was out of calibration since 2011. They would send the calibration test unit (ctu) for calibration.